Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported symptoms of hypoglycemia at 11:00 am, was able to self- treat with food. He felt worse at 11:30 am, called his fiancée. He had symptoms of hypoglycemia, was unable to self-treat when she arrived at 12:00 pm, took an aviva system result of 47 mg/dl. Fiancée got him one glucose tablet which he ate. Retest result at 12:05 pm was 60 mg/dl, still had symptoms of hypoglycemia. She gave him another glucose tablet which he ate. Retest result at 12:15 pm was 110 mg/dl, no symptoms. A request was made for the return of the meter and strips.